Event description:
The customer reported the pump did not alarm for air in line as expected. The nurse filled a burette which was situated above the IV set 2420-0007 with approx 54 mls of 5% dextrose and .9% sodium chloride solution and set up an hourly infusion with a vtbi of 40mls over 40 minutes. Five minutes later upon checking the pump it was identified that the burette had emptied and run air into the line almost to the patient. The pump was still running and the air in line alarm had not been triggered. There was no change to patient status or care.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that the pump failed to alarm for air in line.